Event description:
FDA report (B)(4): doctor called from his office. Stated that he had removed the shaft from a patient who had surgery in short stay one month prior. Additional information: the device did not cause serious injury to the patient but it did require the piece to be removed from the patient.